Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808.02. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808.02 was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. B)(4).

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of failure code 808.02. (B)(4).